Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (10 mg/ml at 3.3 mg/day) and dilaudid (10 mg/ml at 3.3 mg/day) via an implantable infusion pump. It was reported that the patient was admitted and put on naloxone for overdose symptoms. The overdose symptoms were reported to have started from the patient taking vancomycin and drug accumulated in the system. The pump was turned to minimum rate and the patient was transferred to a rehab unit on (B)(6) 2018. The issue was stated as being resolved and the patient was reported to be alive with no injury. No further complications have been reported as a result of this event.